Event description:
It was reported that during a lobectomy, the device would not open after the eighth firing. The device had to be cut off the tissue. Used another like device to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 07/15/2008. Information anticipated, but unavailable at this time.